Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that the system was flagging signal error 2 message on quality controls(qc). The ccc specialist discovered that the customer had inadvertently switched the positions of the acid and base reagents bottles and ran the sample, which resulted in discordant result. Ccc specialist instructed the customer to remove the bottles and reservoirs. The customer emptied and flushed the reservoirs, wiped down fittings, swirled the correct reagent in each bottle and emptied the bottles. The customer installed new bottles. The customer primed the acid and base lines. The customer reran qc, which was within range. The customer switching the positions of acid and base reagent bottles is a user error. The cause of discordant, falsely elevated vit d result on one patient sample was due to user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated vitamin d (vit d) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated the next day on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vit d result.